Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the patient that was operated at during that time went back to the practice and with consultation and evaluation the surgeon would like to prolong the time period of replacing the full joint for as long as possible and hence requested if we can support with another custom insert." The product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received: a. Was/were there any patient consequence/s related to the event? None that I am aware off. B. Please confirm which product is required for which side. Mobility ankle insert. C. Please provide the lot no. Of the reported product. Do not have the lot number. D. Are there any allegations against the insert? None that I am aware off. E. What was the primary reason for revising the insert? Initial revision was due to warn insert, I assume the second revision will be for same reason.

Event description:
Request from surgeon from hospital if we can assist him again with a custom made ankle replacement insert for a patient that received the same product back in 2017/2018 the patient that was operated at during that time went back to the practice and with consultation and evaluation the surgeon would like to prolong the time period of replacing the full joint for as long as possible and hence requested if we can support with another custom insert. The customs team can support us with the request but they need a complaint handling number before proceeding.

Manufacturer narrative:
Product complaint(B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.